Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 19, 2007.

Event description:
The international affiliate reported that the light blue part of the transfer set was cracked and did not close. No patient injury or medical intervention was reported.